Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: abcess occurred from the staple line. The patient was readmitted 27 days later. The patient is currently fine, and no other adverse events were reported following the reoperation. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).